Event description:
A customer from the republic of korea reported to biomérieux that they observed a positive result when testing a serum patient sample with vidas t4 60 tests (ref. 30404, batch 1008735990, expiry date 05-may-2022) compared to the results obtained with roche eclia method. The patient was 36 months old infant. He had recently gained weight and was above the average growth, so a thyroid hormone test was performed (tsh, t3, t4). The results were the following: first testing: result on 09-sep-2021 for t4 using vidas t4 60 tests batch 1008735990: 320.00 nmol/l (valid calibration on (B)(6) 2021); result for tsh : 2.7 iu/ml (method not reported). Second testing: result on (B)(6) 2021 for t4 using vidas t4 60 tests batch 1008815190: 308.20 nmol/l (valid calibration on (B)(6) 2021): result for tsh : 2.6 iu/ml (method not reported); result for t3 using vidas t3 60 tests (ref. (B)(4)) : 2.7 (0.92 ¿ 2.33 nmol/l). The hospital prescribed thyroid medicine (not clear if the prescription was a result of high t4 results). It was reported that the patient already took a medicine (unknown which). The hospital also requested a t4 test in a different facility to double-check using the roche eclia method: the results were not provided but the customer reported that t4 result was normal. According to the package insert for vidas t4 60 tests, samples with concentrations greater than 320 nmol/l should be retested after dilution by 1/2 in t4 free human serum (1 volume of sample and 1 volume of t4 free human serum) and retested in the vidas t4 assay. At the time of this assessment, it was not clear whether the customer performed a dilution after the first t4 test or not. There is no indication or report from the laboratory that the high t4 results led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the republic of korea reported to biomérieux that they observed an overestimated result when testing a serum patient sample (infant of 36 months old ) with vidas t4 60 tests (ref. 30404, batch 1008735990, expiry date 05-may-2022) compared to the results obtained with roche eclia method the clinical interpretation with vidas t4 (hyperthyroid) is not in line with the interpretation of vidas tsh (euthyroid). Results: 1st trial result of t4 was > 320 nmol/l hyperthyroid_ tsh=2.7 ui/ml (euthyroid) 2nd trial result t4 was 308.20 nmol/l hyperthyroid (test performed on other lot ) _ tsh=2.6 ui/ml (euthyroid) investigation results ********************************* 1. Device history record there was no anomaly during the manufacturing, control and packaging processes. 2. Complaint analysis until now, no other complaint was recorded on vidas t4 lot 1008735990 for an overestimated result. 3. Tests/analysis performed no sample was returned since volume is not sufficient 3.1 study of internal samples control charts this analysis was carried out on 4 internal samples (2 with euthyroid targets and 2 with hyperthyroid targets) using 7 batches of vidas t4 including lot 1008735990 mentioned by the customer. All values are within specifications, customer¿s lot is in the trend of the other lots. 3.2 tests on internal samples the complaints laboratory tested 4 internal samples using retain kits of vidas t4 lot 1008735990 and lot 1008815190 (other lot mentioned by customer for the retest). Sample results are within their expected specifications and similar to those observed before the batch's release on vidas t4 both lots. No significant difference of the results between the 2 lots was observed. No any evolution over time of batch 1008735990 was noticed either. 4. Root cause analysis and conclusion according to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the test performed on the retain kit of vidas t4 lot 1008735990. As the customer¿s result for this patient is similar on two different lots of vidas t4, the issue is not linked to a specific batch. Without the concerned samples from the customer, the investigation could not be further pursued. The main potential root cause to customer¿s issue could be an interference present in the patient sample, a dilution of the sample could have been useful to understand what occurred. According to the data mentioned above, there is no reconsideration of vidas t4 (ref. 30404) lot 1008735990.

Event description:
A customer from the (B)(6) reported to biomérieux that they observed a positive result when testing a serum patient sample with vidas t4 60 tests (ref. 30404, batch 1008735990, expiry date 05-may-2022) compared to the results obtained with roche eclia method. The patient was (B)(6) infant. He had recently gained weight and was above the average growth, so a thyroid hormone test was performed (tsh, t3, t4). The results were the following: first (B)(6) for t4 using vidas t4 60 tests batch 1008735990: > 320.00 nmol/l (valid calibration on (B)(6)); result for tsh : 2.7 iu/ml (method not reported). Second testing: result on (B)(6) 2021 for t4 using vidas t4 60 tests batch 1008815190: 308.20 nmol/l (valid calibration on (B)(6) 2021); result for tsh: 2.6 iu/ml (method not reported); result for t3 using vidas t3 60 tests (ref. 30403) : 2.7 (0.92 ¿ 2.33 nmol/l). The hospital prescribed thyroid medicine (not clear if the prescription was a result of high t4 results). It was reported that the patient already took a medicine (unknown which). The hospital also requested a t4 test in a different facility to double-check using the roche eclia method: the results were not provided but the customer reported that t4 result was normal. According to the package insert for vidas t4 60 tests, samples with concentrations greater than 320 nmol/l should be retested after dilution by 1/2 in t4 free human serum (1 volume of sample and 1 volume of t4 free human serum) and retested in the vidas t4 assay. At the time of this assessment, it was not clear whether the customer performed a dilution after the first t4 test or not. There is no indication or report from the laboratory that the high t4 results led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.